Event description:
A surgeon reported that while using a demo system, he was not warned to put the surgeon's filter on the microscope because the filter was capable of being used with any laser. The surgeon fired the laser twice and stated the flashes were very bright. The procedure was stopped and the surgeon stated he could not use the laser without changing the filter to the one specifically used for this system. An alternate laser system was used to complete the procedure. There was no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).